Manufacturer narrative:
The author of the article was asked to return the product for a device analysis, as well as to indicate the product serial number, the date of the event, and the implant and explant dates. This information was not made available to allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. The device will not be returned to allergan. Visual examination is not possible. Follow up was conducted, however, no additional information has been reported will not be returned to allergan regarding the serial number or the implant date.

Event description:
Received: "technical report: reinstating weight loss after leakage from gastric bands: a simple pull-through technique to replace the broken band." Author: william j. Hawkins, mbchb and paul super, mbbs. Published in "surg laparosc endos percutan tech - volume 00, number 00, 2014 - www.surgical-laparoscopy.com, 2014 lippincott williams & wilkins." Through allergan product watch. Article states: "patient who had undergone gastric banding and subsequent band exchange due to a leak in our unit between 2006 and 2010 were identified from our prospectively collected database." This record captures the one allergan lap-band ap adjustable gastric banding system vg device mentioned as being associated with a leakage. Follow up with the author of the article did not lead to additional information. The device return had been requested however, per the reporter, the device will not be returned to allergan for a product analysis since the reported cases are "historical."